Event description:
It was reported that the infusion stopped at about the halfway mark of a forty eight hour infusion. When the infusion was restarted, the infusion pump errored on the self-test cycle. The patient refused to have the cassette replaced and missed half of their infusion. The patient's pump was tested without the cassette and did not error on self-test. The pump was reset and the infusion was attempted again. There was no patient injury reported.

Manufacturer narrative:
One infusion cassette was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: sample received consist in three cassette product from part number 21-7302-24. Samples were received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection results: samples received don?t present any damaged, kink, cut or condition that could cause failure mode. One sample was received with extension set from part number unknown and lot number unknown attached to the cassette. The three samples were received without blue clip and without white cap. Functional testing: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed, no fault foud with the device. The cause of the reported problem could not be determined.